Event description:
Reportedly, the internal battery did not function correctly. The unit stopped working with ac plugged in. The alarm did not give an enough time for the caregiver/user to take appropriate actions. Please note that there was no serious injury in this case.